Manufacturer narrative:
The device was returned for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center for an unrelated issue. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, air/water cylinder and air/water tube had white foreign material. There was no patient involvement.